Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, who stated her system was replaced because ¿something went wrong with the device¿. The patient reported it stopped working after an MRI in (B)(6) 2016. The MRI was of her legs due to a knee replacement and was not related to the device. The patient stated the MRI ¿broke the device¿ and it quit working, approximately 3 weeks after the MRI, sometime in (B)(6) 2016. She said she felt ¿one little thing¿ during the MRI but did not realize it was interference at that time. The patient stated she had told the MRI facility about the device but somehow it did not get through the channels.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qyy5, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional via the manufacturer representative reported the patient was experiencing severe pain at the pocket and implantable neurostimulator (ins) implant site immediately following a lower extremity magnetic resonance imaging (MRI). A sudden loss of therapy benefit was also recognized thereafter. It was indicated that attempts to synchronize the ins with the patient¿s programmer revealed the device was off and resulted in an error message with attempts at readjustment. The ins was further interrogated with the physician programmer and confirmed therapy discontinuation and inability to navigate settings or adjust therapy. It was determined likely that the below shoulder MRI resulted in insurmountable damage to the patient¿s ins. During the patient¿s explant and replacement on the contralateral side, the lead was found to have been stretched and tightly coiled and twisted within the pocket and completely severed at the point of insertion into the ins. It was noted that the issue was resolved at the time of this report. Additional information received reported the physician stated the therapy benefit was lost ¿immediately following the MRI¿ but the manufacturer representative wasn¿t provided with the date of the MRI. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.